Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of unit powers up but will not charge was confirmed during product evaluation. The root cause was assigned to a defective (psu) power supply unit. The power supply unit was replaced in order to correct this condition. A service history review revealed that this device has not been serviced prior to this event. Baxter will continue to monitor similar reports to determine if further actions are required. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced a malfunction of "unit powers up but will not charge". This event had the potential to interrupt delivery. This event was reported to have occurred during power up. There was no report of patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.